Manufacturer narrative:
The complainant could not provide the lot number of the suspect device, therefore the date of manufacture and the expiry date are unknown.a visual examination of the returned complaint device found the balloon to be torn longitudinally, which was not consistent with the event description of pinhole. There were two kinks noted on the catheter portion of the device. The most probable root cause is operation context, this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g. Sharp exterior sources)

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used to dilate a stenosis in the esophagus during a procedure performed on (B)(6), 2010. Patient information including age, date of birth, gender and weight are unknown however it was confirmed the patient was over the (B)(6). According to the complainant, during the procedure the balloon was inflate to 3atms of pressure when a pinhole was noted in the balloon portion of the device. Investigation results revealed a longitudinal tear in the balloon indicating the balloon had burst which is contrary to what was originally reported. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be good.